Manufacturer narrative:
The product was returned. The visual and mechanical testing showed that the product was within the specification. The device history record was reviewed, and no anomaly was noted. The reported problem could not be confirmed.

Event description:
After opening the olive, the compression of the 2 legs did not occur. The entraxis stay constant. The surgeon used a simple k-wire to complete the surgery. There was no pt injury nor surgery delay occurred.